Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.556 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy, the irrigation stopped and the pt's anterior chamber collapsed. Current pt status is unk. Add'l info has been requested.